Manufacturer narrative:
Date rec'd by MFR: 06aug2019. Customer replaced the power supply and reported it to have corrected the reported complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15jul2020 b4: (B)(6)2020 failure analysis on the returned power supply shows that the shorted components cr8 and q9 created the 0 volt output. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported their unit will not run on alternating current, and only runs on battery. There was no patient involvement.